Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump. The customer would use multiple daily injections as a backup therapy.